Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a broken bag port preventing manual ventilation. There was no report of patient involvement.

Manufacturer narrative:
The ge healthcare service representative provided phone support to the customer who advised that the issue had been resolved. No further information is available regarding the resolution of the reported issue.